Event description:
Information received from the field does not address the patient's clinical status but notes that in 6/2000, the atrial lead was found to be nonfunctional with impedance >3000 ohms. The pulse generator was programmed to vvir at that time. During the replacement procedure, the atrial lead functioned normally when disconnected from the gener- ator but when reconnected, the impedance was again >3000 ohms. Therefore, the pulse generator was replaced.